Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02067. It was reported the patient fell and lost effective therapy with their scs system. X-rays confirmed both leads migrated. In turn, surgical intervention may take place at a later date to address the issue.